Manufacturer narrative:
The reported event could not be confirmed since the alleged failure could not be reproduced. The device inspection revealed the following: the received nail holding screw shows normal signs of usage with no visible damage anywhere in the whole screw. The threads are intact with no obvious deformation. A pre-surgical functional test was performed with the returned nail holding screw, target device and a sample nail. The nail holding screw could be assembled with the target device and could be locked and unlocked with the sample nail without any difficulty. Thus, the reported failure could not be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Since the alleged failure could not be reproduced, the failure could not be confirmed and the real root cause could not be determined, but since a product deficiency was not identified, the issue is deemed to be user related. Upon reviewing similar cases in the past, the most likely reason for such jamming of nail with the target device is due to a misaligned assembly of the nail with the nail holding screw, which leads to overlapping of the threads and a subsequent jamming. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "gamma naill got stuck with the nail retaining screw and could no longer be removed. Caretaker clamped a nail in a vice and was able to loosen the connection. Replacement was available (31251200s lot k0237ec) and procedure was completed manually. Surgical delay of 2 hours not longer. Patient had to get foreign blood due to the duration of the surgery."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "gamma naill got stuck with the nail retaining screw and could no longer be removed. Caretaker clamped a nail in a vice and was able to loosen the connection. Replacement was available (31251200s, lot k0237ec) and procedure was completed manually. Surgical delay of 2 hours not longer. Patient had to get foreign blood due to the duration of the surgery".